Event description:
Metal shavings were left in the joint after the blade had been used. Some shavings were able to be removed with difficulty by using a wet q-tip. Surgeon distressed, as this will limit the pt's eligibility for an MRI in the future.

Manufacturer narrative:
Device will not be returned for evaluation.